Event description:
It was reported the patient arrived at the hospital in cardiac arrest and was unconscious. It was further reported the device gave a right ventricular lead integrity alert on the date of the cardiac arrest. Increased short interval counts (sic) and fast non-sustained ventricular tachycardia episodes were observed. Additional information received reported the patient is deceased and died ten days later. The cause of death was provided as cardiogenic shock, ¿suo¿ and coronary artery disease. Technical review of electrograms noted polymorphic ventricular tachycardia (vt) with possible underdetection related to programming. No autopsy was performed and the device system will not be returned.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
No eval. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.